Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 20, 2024 ¿ november 21, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the bladder was observed which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E.1.: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse over a 24-hour period. The issue occurred during patient infusion via a peripherally inserted central catheter (PICC). The device was filled with 8g flucloxacillin and citrate buffer in 230ml 0.9% sodium chloride. The pump was removed and a new pump was attached to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.